Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿during a very intense and complex hip revision, the stem extractor was use to remove the stem. The surgeon had difficulty taking off the wrench that is use to make adjustment of the tightness of the extractor. The result of the constant force cause the threading of the extractor to be stripped. This extractor requires to be replaced¿ the product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the stem extractordle exhibits an overall appearance of normal and constant usage. Functional testing revealed that both the threaded extractor bolt and nut were seized. Despite multiple attempts and the application of excessive force, the nut could not be rotated as intended, which implies potential damage to the bolt's threads. The evaluation of the returned device, as well as previous failure analysis performed of related complaints (B)(4), found the failure of the mechanism was attributed to excessive loading applied to the stem extractor nut, which exceeded the local shear strength of the material. This condition can result in thread deformation, fracture, and galling events. Consequently, these failures can cause the seizing of the stem extractor nut and bolt. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the stem extractordle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent an intense and complex hip revision. The stem extractor was used to remove the stem. The surgeon had difficulty taking off the wrench that is used to adjustment the tightness of the extractor. The result of the constant force caused the threading of the extractor to be stripped. There was no surgical delay. There was no patient consequence.